Event description:
It was initially reported that the middle light was flashing on the patient programmer (pp). It was stated that the implantable neurostimulator (ins) was weakening. It was also reported that a surgery was required. It was later reported that the patient visited her doctor about this event. Her device was reprogrammed and she also had her pp replaced. The patient had surgery to fix the problem with her system and was no longer having problems with it. It was further reported that the spinal cord stimulator (scs) expired and was surgically replaced. The patient recovered without sequela. It was stated that the patient's devices "did not stand up and they did not work." It was also stated that the patient had had 4-5 stimulators since 2005 and that the stimulators were supposed to last 5 years. It was later reported that she was on her 4th or 5th ins. She was told these inss would last up to 5 years but they all had only lasted 2.5-3 years. It was further reported that she had falls before and after the implant "so the falls were not new." For the information on the patient's other issues, see manufacturer's reports #3004209178-2014-08341, 3004209178-2014-05910 and 30 04209178-2010-00559.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # j0519407v, implanted: (B)(6) 2005, product type lead; product ID 3888-33, lot # j0455250v, implanted: (B)(6) 2005, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).